Manufacturer narrative:
Section h6: although the customer stated that he had thrown the cannula away, nevertheless one used and two unused cannulas were sent in for investigation.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product no longer available for return.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough.